Manufacturer narrative:
(B)(4). Date sent: 6/20/2023. D4: batch # 291c32. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the anvil bent upwards and with a gst60d reload. The device was tested for functionality in the straight position with the returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 291c32, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). B3: date of event: unknown, assumed 1st day of month that complaint was reported. D4: batch #: unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a sleeve gastrectomy procedure that first two firing worked fine. On the third firing had a hard closing the jaws. He continued to try to close the jaws, so they took the stapler out and inspected it. Upon inspection, the reload was not being held down in the crotch of the jaws. You could push on the tip of the reload and it would cause the back of the reload to come out of the jaws. On the second device that was used, it broke as well. When he clamped down on the tissue, he had a hard time closing the stapler again, so he moved the stapled over to a different location and had no problem closing the stapler. He moved back to the staple line where he needed to fire and was finally able to get the stapler to close. He was able to complete the firing of stapler. The staple line looked good however upon inspection of the stapler during the reloading process, we noticed the anvil was bent up. This is when he got the third device that completed the firings on the stomach. The surgeon stated that he was stapling through a tumor. Surgeon does not feel the stapler failed in any way. Stated it was like stapling through a rock. There were no adverse consequences for the patient. Buttress was used on all but two of the firing, slr. The patient has not been exposed to chemotherapy or radiation.